Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite following troubleshooting steps including using both the original and alternate charging cables and wall adapters. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, confirmed the customer's shipping address, and advised on the necessary steps upon receiving the replacement. Caller was instructed to let the pump's battery fully deplete and return it to tandem using a pre-paid label.